Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3, h6 and h10. Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. He reported complaint was confirmed through the events log and duplicated during functional check. The exhalation pressure transducer has failed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault, high rate while on patient use. The patient was transferred to another ventilator. There was no patient harm associated with this reported event.